Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove post deployment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a 90% stenosed mid left main artery, a 4.0x18 mm xience v stent delivery system (sds) was rated somewhat worse and unacceptable for difficulty to remove than the non-abbott device. The sds balloon was fully deflated prior to retraction of the sds post-deployment of the stent.the same guide wire and guiding catheter were used for the rest of the procedure. There was no report of any adverse patient effects or a clinically significant delay in the procedure. No additional information was provided.